Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and high/varying impedances. An apparent fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and high/varying impedances. An apparent fracture was suspected. The lead was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Alerts: patient alert for lead failure predictor on (B)(6) 2012, 19:48:05. Impedance/high impedance: weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance= 494 to 1786 ohms range between (B)(6) 2012. Oversensing/noise: ventricular nst<(> <<)>=170 ms on (B)(6) 2012, 19:48:05 to 19:49:01. The full lead was returned and analyzed. The proximal conductor was found to be fractured.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and high/varying impedances. An apparent fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.